Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient underwent a dilation with operative hysteroscopy and morcellation of uterine mass. A posterior uterine mass 5-6 cm in size was removed with the device. About one year later, the patient underwent a robotic assisted total laparoscopic hysterectomy for treatment of neoplasm of uncertain behavior on the uterus. The patient developed metastatic leiomyosarcoma involving t2 and t7 and metastasis to the lung manubrium. The patient underwent chemotherapy and eventually entered hospice care at home. The patient expired.